Event description:
After a diagnostic heart catheterization an angio-seal device was used to seal the right femoral arteriotomy. Direct pressure was held for ten minutes. The pt becam hypotensive and sleepy and was treated with narcan and romazicon (narcotic and sedation antagonists) to reverse the central nervous system (cns) depressants (sedation and narcotic medication). The pt's condition declined and twenty minutes after transfer to the medical-surgical unit, a "code blue" was initiated; resuscitation efforts failed. An a autopsy confirmed the cause of death was due to a large retroperitoneal bleed from the femoral artery catheterization site. The angio-seal device was not located. Attempts to obtain additional info related to this event have been unsuccessful.